Event description:
Boston scientific received information that remote monitoring of the right ventricular lead displayed a high put of range shock impedance measurement. The physician is aware of this issue and is further monitoring this issue. No adverse patient effects were reported. Additional information was received. A follow up visit was performed. The right ventricular lead displayed low amplitude and low out of range impedance measurements in addition to the out of range shock impedance measurements. There was concern of a lead fracture. A lead revision was performed. The lead was surgically abandoned. Visual inspection revealed damage at the proximal side of the insulation. The lead was successfully replaced and reconnected to this device.

Event description:
Additional information. Further out of range shock impedance measurements have been reported. In addition, this device and lead displayed low out of range pace impedance measurements. The physician is aware of and further monitoring this issue.

Event description:
Boston scientific received information that remote monitoring of this device displayed a high put of range shock impedance measurement. The physician is aware of this issue and is further monitoring this issue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
According to available information this device remains implanted and in service. Should additional information become available this event will be updated.